Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient fell during a syncopal episode. Pacemaker mediated tachycardia (pmt) episodes had occurred due to atrial tachycardia, causing the device to pace at the maximum tracking rate. No additional adverse patient effects were reported. This device remains in service.